Manufacturer narrative:
The lens was exchanged with a same model and length lens on (B)(6) 2023. This resolved the problem. Claim # (B)(4).

Manufacturer narrative:
A2 - 2000, a4 - unk, a5 - unk, a6 - unk, h6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vicm5_13.2. -11.50 diopter implantable collamer lens lens tore/broke during injection/delivery into the eye. There was patient contact(lens touched the eye). No patient injury. The lens was exchanged with a same length lens. Additional information has been requested but none has been forthcoming.